Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. The crimped stent was examined and proximal stent damage was noted. Strut row 1 to 5 from the proximal end of the stent were lifted and damaged. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). After a 4.00x38mm synergy¿ drug-eluting stent (des) was implanted in the mid lad. A 4.00 x 28mm synergy¿ des was advanced but failed to cross the proximal lad due to calcification. A 6f long guidezilla¿ guide catheter extension was then used but still failed to cross after several attempts and it was noted that the 4.00 x 28mm synergy¿ des was damaged. The procedure was completed with a 3.5x28mm synergy¿ des. No patient complications were reported and the patient's status was stable.